Event description:
It was reported by the customer that the pump is not delivering the insulin correctly. The customer could not provide any other info. Several days later a sales rep called to report that the customer was hospitalized for dka. It was indicated that the doctor believes the event was pump related.